Manufacturer narrative:
Please note the two devices in this medwatch report is already captured in medwatch report number 2017233-2023-03866. Therefore, this report will be voided.

Manufacturer narrative:
As it is unknown which device is directly implicated in the cerebral infarct issue, the following device will also be included in this report: catalog #tgmr373710j/ serial (B)(4)/ UDI #(B)(4). Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20-device remain implanted. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. The pull-through between the subclavian artery and the right lower limb was created. The celiac artery was coil embolized as planned. A 24fr gore® dryseal flex introducer sheath was inserted from the right side. A non-gore stent graft (relaypro) was implanted proximally. And then, the gore® tag® conformable thoracic stent graft with active control system (tgmr37315j) was implanted just above the superior mesenteric artery. During the full deployment of tgmr37315j, it moved proximally (distance unknown). Second gore® tag® conformable thoracic stent graft with active control system (tgmr37310j) was implanted distally. However, it moved proximally gradually. A distal type I endoleak was observed but the physician decided to monitor it. The patient tolerated the procedure. After the procedure, on the same day, the patient developed a cerebral infarct. The patient has slurred speech. The physician suggested that there was no thrombus and the cerebral infarct might have been related to the manipulation of the pull-through wire. The physician said that the cerebral infarct is expected to recover. It is unknown whether any treatment was performed for the cerebral infarct. On (B)(6) 2023, a planned unrelated secondary procedure was performed to branch vessels of the abdominal aorta using non-gore fenestration devices and viabahn vbx for branch vessels (sma and bilateral renal arteries). And a reintervention was performed and additional non-gore stent graft was implanted distally of the ctag to treat the distal type I endoleak. The patient tolerated the procedure.